Event description:
It was reported, during surgery it was noticed that the blue material at the flexible area of the screwdriver was loosening. Surgeon was not sure that all pieces were recovered.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.